Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No numbers ramping up noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing.

Event description:
It was reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.